Manufacturer narrative:
No parts were returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not close all the way the gantry closed, but the outer covers did not come back together. The manufacturer representative walked the site through aligning the pins, but it did not work either. There was no patient involvement.